Event description:
On (B)(6) 2022, hcp inserted molded pdo threads into the neck. On (B)(6) 2022, patient started to complain of uncomfortable feeling (itching and thread disengagement) when swallowing. On (B)(6) 2022, patient was seen for a follow up visit where 2-3cm of threads were extracted. On (B)(6) 2022, patient contacted the physician describing bumps and a pinching sensation in the mid neck. On (B)(6) 2022, patient was seen again but hcp was not able to extract any thread. Hcp offered complementary threads. On 03/18/2022, our company sales representative confirmed patient was doing fine.